Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act and esc buttons were not responsive on the insulin pump. The customer's blood glucose was normal and did not require medical treatment.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked lcd window.